Event description:
During a coronary stent procedure, the physician attempted direct stenting of an rca lesion. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. During removal the stent dislodged and remained in the pt. A balloon catheter was used to secure the undeployed stent against the vessel wall. Pt status is listed as "okay".